Event description:
The biomed stated that the 600x unit will intermittently show a speaker failure error message. The caller could not duplicate the issue. The biomed said he was told that the unit would show the error message on screen, but users did not report the back-up alarm sounding. The unit was used in the respiratory dept. There was no report of pt harm.

Manufacturer narrative:
The unit is in transit to covidien.